Manufacturer narrative:
Batch review performed on 09 november 2017. (B)(4).

Event description:
Revision surgery was necessary 21 days after primary. The stem was loose and it was found that there was a bone fracture. No trauma reported.